Manufacturer narrative:
(B)(4). This report is 4 of 4 allegations of inaccuracies that had similar event details. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. Date of event is an approximation. This medical review is to document sensor 4/4. On 10/08/2024, it was reported that the patient experienced inaccurate cgm values which occurred in (B)(6) 2024 after the sensor was inserted in the abdomen. The patient could not remember the exact date for the hospitalization. The patient did not know what happened, did not know the readings, did not know who brought him to the hospital, and could not even remember who visited him in the hospital. The patient could not remember anything at all but he was doing okay during the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.